Manufacturer narrative:
Device analysis indicates that the ipg passed all visual, electrical and performance tests performed. The device exhibited normal device characteristics.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as well as inadequate pain relief. The patient had the ipg explanted and is reportedly doing well.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site as well as inadequate pain relief. The patient had the ipg explanted and is reportedly doing well.